Event description:
It is reported that the device was implanted 2005. Tibial component had subsided significantly. Revision surgery occurred in 2008.

Manufacturer narrative:
Eval summary: it is reported that the tibial component had subsided significantly and the pt was revised 2 yrs 8 mos post-op. The pt age, weight, and the activity level are not known. No parts were returned for eval. Also, the pre-op x-rays are not available for review. The cause of the reported problem could not be determined due to insufficient info. Evaluation: no prod was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the prod failed to meet specs. The investigation could not verify or identify evidence of prod contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.